Event description:
Event description per medwatch report: y-extension became dislodged; male part to female part that is all one piece came apart. Verified no major manipulation occurred. Rn temporarily stopped the intra-lipid infusion and replaced. Physician made aware. There was no pt harm and no medical intervention was required. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The affected set has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.